Event description:
It was reported that during a follow up visit on (B)(6) 2010, restenosis was noted in the 3.0 x 18 xience stent which was placed in the mid left anterior descending (lad) artery on (B)(6) 2008. Another drug eluting stent was placed for treatment. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.